Event description:
It was reported that (B)(6)2020 , the package was found broken prior to the patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73d2100779 investigation did not show issues related to the complaint. A verification of failure mode reported in the current manufacturing process was conducted the staplers were visually inspected, and issue reported "packaging damage - other" was not observed in the current manufacturing process. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.